Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that a ventilator failure occurred during use; no patient consequences have been reported.

Manufacturer narrative:
Dräger was not able to obtain further information about this event. Hence, a case-specific evaluation is not possible. In fact, it can even not be confirmed that a ventilator failure has occurred. A shut-down of automatic ventilation would not necessarily be related to device malfunction - it can also be forced by the device as a safety measure to protect the patient from potentially hazardous output. The device will post a vent fail alarm in any case; manual ventilation with the built-in breathing bag would be further possible. No patient consequences have been reported for the particular case.

Event description:
It was reported that a ventilator failure occurred during use; no patient consequences have been reported.